Manufacturer narrative:
Product event summary: the medial portion of the lead was returned, analyzed. Analysis indicated the proximal conductor of the lead developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products : 694765 lead, implanted: (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the cardiac resynchronization therapy defibrillator (crt-d) system was explanted due to infection. Temporary pacing was utilized post explant. No further patient complications have been reported as a result of this event.